Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the high pressure test. The customer's blood glucose level was 267 mg/dl. The customer stated that she knew some of the tests and she already tried putting a clamp on it and it not giving off a code. They stated that she tried tying a knot in it as well and it did not alarm when she bloused. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.